Event description:
It was reported that during a procedure using the skin stapler, the device was activated and the staples were deployed; however, the staples failed to properly engage or penetrate the skin, resulting in the wound remaining open. The device malfunction required additional manipulation of the wound, and extended the surgery time. Another same type of device was used to complete the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.